Manufacturer narrative:
Lot numbers are not available. A review of the manufacturing records for the device could not be conducted. Also were implanted: pxt/unk.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure it was noted a residual proximal type I endoleak due to the poor wall apposition at the aortic neck. The physician decided to implant a gore® excluder® aaa endoprosthesis aortic extender component to fix the endoleak. However, the component migrated down into the main body. The patient recovered from the procedure. It was reported that the aortic neck length was 12mm; the aortic neck angulation was nearer to 90 degrees and there was significant thrombus at the implantation site. On (B)(6) 2014, the patient underwent the additional procedure and two aortic extender components were implanted. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Further investigation determined the device was manufactured at site# 3007284313. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also were implanted: rlt311417/11799183. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks and component migration. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck.